Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. The adjustable pressure limit valve was replaced proactively. No patient information provided at time of MDR filing. UDI: (B)(4).

Event description:
The hospital reported a malfunction resulting in an over delivery of pressure in the patient circuit. There was no report of patient injury.